Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to damage cartridge compartment and moisture. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment and cap with moisture issue. These reports were received from various sources. The patients associated with this allegation was 62 years of age and 247 pounds. Of the reported patients, 1 was a female.